Event description:
It was reported that during an implant procedure, while opening the sterile tray, catheter 8781 jumped out and fell down and hence was replaced with another. During the surgery while connecting the catheter to the connector, the catheter was fully inserted into the connector, and the physician fixed it, heard the "click" but the catheter was not fixed. A new connector was then taken for connecting the catheter-parts. There was no patient injury and the implant was successful.

Manufacturer narrative:
Catheter model 8781, lot# 0205574224, implanted: 2012-(B)(6), explanted: 2012-(B)(6); connector model 8781, lot# 0205522859, implanted: 2012-(B)(6), explanted: 2012-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned catheter revealed that the catheter was incorrectly assembled. A short catheter segment attached to one side of the pin connector and the collet on that side locked into place was received. Close inspection showed that this segment was slid over both barbs in the pin connector. On the other side of the pin connector, the collet was locked into place but no segment was seen or returned. It was attempted to remove the catheter segment from the pin connector but this could not be done. The connection was too strong and the catheter most likely would have torn before it came loose from the pin. The collet on the side of the pin connector with no catheter segment attached was removed. During its removal the collet was lost and could not be found on the lab floor. The collet, on the end with no catheter segment, was properly attached, along with both barbs on this segment being present. The segment still attached on the other side of the pin connector appeared it could have been slid on to the pin a bit further when compared to a different return, however this connection was still very robust as previously stated because it was on far enough to cover both barbs on the metal pin. Therefore, it was hypothesized that the catheter detached from the pin connector because it possibly was not fully inserted on to the metal pin connector; if it had been, the collet plus barbs on the metal pin would have securely locked it onto the catheter pin connector.